Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the left ventricular lead exhibited a loss of capture. X-ray confirmed the left ventricular lead had dislodged. The left ventricular lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.